Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3. (Date received by manufacturer), g6. (Indication that this is a follow-up report), h2. (Follow-up due to additional information and device evaluation), h3. (Device evaluated by manufacturer), h6. (Identification of evaluation codes 10, 3331, 115, 19). The returned sample was inspected upon receipt to confirm broken lock plates. Significant corrosion was also observed on the device, including the lock plates. Due to the presence of corrosion, it¿s possible that improper reprocessing of the device caused the failure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the herc flex arm came apart. The product was taken off the field and assessed for the small pieces of metal that broke off. An xray was taken to make sure there was no pieces left behind. No health consequences or impact. Product was changed out. Procedure completed successfully with a delay.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
New information received, that the delay was 50 minutes.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 11, 2025. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added information describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.